Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter leaked urine from the meatus. Upon removal of the catheter, it was found that 6 ml was present within the balloon. The complainant verified that 10 ml was used to inflate the balloon. A second foley catheter was placed which also leaked from the meatus. Upon removal of the catheter, it was found that 8 ml was present within the balloon. The complainant verified that 10 ml had been used to inflate the foley balloon.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error on a 3500a form. The complaint will be exempt from reporting per exemption e1998006.

Event description:
It was reported that the foley catheter leaked urine from the meatus. Upon removal of the catheter, it was found that 6 ml was present within the balloon. The complainant verified that 10 ml was used to inflate the balloon. A second foley catheter was placed which also leaked from the meatus. Upon removal of the catheter, it was found that 8 ml was present within the balloon. The complainant verified that 10 ml had been used to inflate the foley balloon.